Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the valve was broken (inner seal) and air leaked. No pieces were left inside the patient, the surgeon removed all pieces so there was no missing piece in the patient¿s body. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.